Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
During the preventive maintenance of the equipment, a slight burning smell is perceived. It is found that the display inverter had overheated and the interconnection cable connector had indication of burns resulting in loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue.